Manufacturer narrative:
Our quality engineer inspected the 1 actual and 28 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples, however the defect of adapter/ connector defective/ damaged was confirmed. Analysis of the representative samples showed no damages or defects. The actual sample had a dent on the inside of the luer. All samples were subjected to a leak test and no abnormalities were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed, the dent was suspected to be caused by the pick and place tool which was loose and hit the luer area when picking the adapter from the pallet. Corrective action was taken for the inner luer dent defect including an addition of a monthly preventative maintenance task to check and replace the rotary mechanism. This lot was manufactured prior to implementation of the corrective action. The root cause for the leak could not be determined. Based on the complaint history review, this is the first complaint reported for leakage for this lot. This is most likely an isolated case.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in leaked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.